Event description:
Caller states the patient tested 3.5 inr on the coaguchek xs system and 5.7 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the fowler goes down when weight is applied. Additionally, the auxiliary outlet reportedly became unplugged, which resulted in the mattress losing power. No adverse consequences were alleged.